Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation a ventilator inoperative alarm condition was observed. The device's machine flow sensor was found to be dirty and was replaced to address the issue.